Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a broken plate. A patient suffered an accident in (B)(6) and underwent surgery on (B)(6) 2012 and was implanted with synthes materials for a comminuted fracture in the first third of the distal radius and a scaphoid bone fracture. Reportedly, the implant broke in (B)(6), leading to the need to implant a new plate and bone graft. It was noted that all screws concomitant to the broken plate were intact.

Manufacturer narrative:
Device was used for treatment. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.